Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
It has been determined that the device associated with this complaint record is non-allergan manufactured. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Correction to g3: aware date of supplemental medwatch #1. Aware date should have been listed as 08mar2024.

Event description:
It has been determined that the device associated with this complaint record is non-allergan manufactured. This record is no longer reportable to the FDA and will be un-reported.